Event description:
Information was received from patient's rep regarding an implantable infusion pump. The reason for the call was that the caller needed to know the patient's implant details because the pump was having issues. The caller stated that the patient has a prometra 2. The agent confirmed that the pump was a non-(B)(6) product and redirected the caller to the hcp. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).